Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during vein harvesting, the device was sparking. Per facility, they had the valley lab generator set at 60 watts. There was a 5 minute delay. The product was changed out. The surgery was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on june 8, 2020. G4 (date received by manufacturer). G7 (indication that this is a follow-up report). H2 (follow-up due to additional information. H6 (identification of evaluation codes 4114, 3221, 19). Method code #1: 4114 - device not returned. Results code #1: 3221 - no findings available. Conclusions code: 19 - cause traced to user. The affected sample was not returned so a thorough investigation could not be conducted. A representative retention sample was not able to be reviewed as the device lot number is unknown. Based on the information provided in the complaint, the most likely cause of the event was incorrect generator settings as it was revealed that 60 watts was used, this exceeds the recommended wattage. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.